Manufacturer narrative:
Bayer service visited the customer site and performed an injector checkout. The injector system was found to function to specification. The bayer disposables used in the reported occurrence were discarded and not available for return. In addition, lot numbers were not provided; therefore testing of retained samples could not be performed. The stellant operation manual cautions the user as follows: "warning: patient injury could result from leaks or ruptures during an injection. To prevent leaks or ruptures in the event of a blockage, use only disposable products from bayer, or use catheters and connectors with pressure ratings compatible with this system."

Event description:
A bayer representative provided the following information: the customer reported that since recently switching to a new third party extension tubing set in conjunction with our sds-ctp-scs syringe kit, the third party extension tubing has been observed to split and break. This has occurred on approximately 7-8 patient injections while attached to the stellant injector system. The staff members that were exposed to the blood borne pathogens as a result of the broken third party extension tubings required follow up blood work per hospital protocol. No additional intervention was reported. There was no patient injury reported. The customer confirmed these occurrences have been shared with the third party manufacturer. In addition, the customer stated that since discontinuing use of the suspect third party extension sets and reverting to their previously used product there have been no further occurrences.